Event description:
According to the available information, initially it was reported that the device was explanted and replaced due to an unknown reason. Additional information received stating that the patient wanted another device and there was no revision of the device.

Manufacturer narrative:
Additional information received determined this complaint to be not reportable as there was no report of death or serious injury and there was no report of device malfunction. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to an unknown reason.